Manufacturer narrative:
Concomitant products: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that an issue with the distal catheter occurred during an unrelated orthopedic procedure on (B)(6) 2015. The spinal segment was pulled out, so a new 8598a segment was spliced onto the existing catheter intra-operatively. No catheter segments were left unused in the intrathecal space. No patient symptoms or complications were reported. The patient was discharged on (B)(6) 2015; the dose remained the same as prior to catheter revision and the patient had stable intrathecal baclofen therapy. The pump was used to infuse baclofen (gablofen). No additional actions were taken as a result of the catheter issue. Follow up was conducted to obtain further information about this event. If additional information is received a follow up report will be sent.